Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day), bupivacaine, and clonidine via an implantable pump for unknown indications for use. It was reported that they had the pump replaced in april and they needed magnetic resonance imaging (MRI) done on (B)(6) 2025 for a cyst on their kidney. They needed their ID card also. The patients have 'a lot going on medically' and they were overwhelmed. The patient stated that they are also doing other 'medical testing' and heart testing. During the previous pump, they lost 60 pounds, and the pump started to flip. They had a replacement pump put into the same space and since about a month after they 'took the brace off', the pump started to pop out from their stomach and was not lying flat. Pt was redirected to hcp to further address post MRI check and positioning of the pump. Additional information was provided from a consumer stated that the cyst on their kidney, along with associated symptoms and tests they took are not related to medtronic device or therapy. They also noted that the pump keep flipping and was popping out, especially after a weight loss of 60 pounds. The patient stated that the physician is hesitant to act due to concerns about the risk of infection.